Event description:
It was reported that the pt received a durom generic cup on the right side on (B)(6) 2008. The pt is currently being monitored due to pain, increased cr level and fluid collection. No other info was received.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source of documents were provided (MRI report, lab report, implantation report, pre and post operative diagnose report). As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and/or the device (s) returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with u.s. Durom cups where the initial implant date occurred after the relaunch of the u.s. Durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).